Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received stated that the rescue tape on the driveline was not removed. There was no further damage noted. There was no further action to be taken. The patient had not experienced anymore issues that required another controller or modular cable exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was doing dressing changes around the driveline exit site. The patient arrived in the emergency room (ER) on (B)(6) 2025, and they felt like they were having a heart attack. The patient experienced shortness of breath and dizziness and was not feeling well in general. The patient reported noting symptoms that were similar to what they experienced prior to the left ventricular assist device (lvad) implantation. There was no flow (0 rpm on 0 flow) and the pump was off. The problem occurred when the patient was doing dressing changes which suggested that the issue was closer to the driveline exit site where there was physical deformation in the driveline upstream to the modular cable. The patient changed to a backup system controller. The modular cable was not replaced during the controller change at the time. There were no additional pump stops, and the lvad returned to function again since the controller was changed. There was symptomatic improvement in the patient¿s symptoms after the exchange. The patient reported that if they moved a certain way, it felt like something was poking inside them near the driveline. Log files were sent for review. The event log for the patient contained a pump stop event on (B)(6) 2024 at around 13:01. The controller showed that there was almost 2 hours with the pump off. These alarms suggested that wire damage to power conductors a and b caused the controller's non-resettable fuses to blow. Due to this condition, the pump was not able to resume support on that controller. Tech service was unable to determine the exact location of the potential wire damage from the x-rays provided. The x-ray of lvad/driveline and controller did not show significant wire break. The customer stated there was a planned meeting with an abbott engineer for 06jan2025 at 09:30 for line review and controller programing. The abbott technician would assess and have the driveline repaired on (B)(6) 2025. Inotrope was noted to be on standby when the driveline was repaired. It was noted that the previous system controller, (B)(6), would be returned for evaluation. The modular cable and system controller were returned for evaluation overnight on 05jan2025. A stat evaluation was requested due to an unknown cause of both power fuses blowing on the system controller. The patient has had some reported issues before with their modular cable. A cause for the open fuses was not able to be found. There was an area of the driveline covered in rescue tape, but the clinical team was waiting for findings before it was attempted to uncover the driveline for further visual inspection. They stated that the patient had a controller malfunction which required a controller exchange and later modular cable exchange. The patient denied any shortness of breath or chest discomfort. They stated they continued to have the jabbing sensation at their driveline exit site. The patient stated that it was better with positioning and also stated there was increased bleeding at the site. The patient stated no changes in their bowel movements but a fecal occult was ordered given the patient's drop in hemoglobin. The plan of care was to continue to monitor the patient and discuss if further inspection of the driveline was required.

Manufacturer narrative:
Corrected data: section h6: health effect - clinical code and medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed data consistent with a pump stop event. Additionally, the reported damage to the patient¿s pump cable could not be confirmed through the submitted images, and no product is available for evaluation. A specific cause for the damage could not be conclusively determined. The account submitted x-ray images for review, capturing an internal view of the patient¿s pump, driveline, and system controller. No notable damage was observed through the evaluation of these images. The controller event log files collectively contained events on (B)(6) 2025. On (B)(6) 2025, controller internal fault alarms were captured due to ocp_a_open and ocp_b_open faults. This was immediately followed by left ventricular assist device (lvad) off and loss of lvad communication alarms, indicating a loss of communication between the system controller and the pump, resulting in a pump stop event. These alarms were attributed to electrical damage found within the system controller. No other notable events or alarms were captured after the system controller was exchanged. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, these documents provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.